Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system will not boot completely; have to perform several attempts to complete correct startup. There is no report of death or serious injury.